Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, a set screw had a rounded socket. We also received performance data collected from the device and have analyzed the data. The save to disk review found no anomalies found. It was noted that the implant was never completed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, a set screw had a rounded socket.

Event description:
It was reported that at implant when the physician tried to connect right ventricular lead to the device it was impossible to fix the lead into the connector block. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.